Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, at the end of inflation of a 23mm s3u valve prepped with 1ml of extra volume, the commander balloon ruptured. The physician could not get the balloon back into the esheath+ all the way without the distal tip buckling. It appeared to be catching on the tines that attach the balloon to the catheter. After some wire manipulation and flexing of the commander catheter, the team felt the balloon was in far enough and pulled the system out as a whole. The physicians met some resistance at the arteriotomy and pulled it through. The ruptured balloon was pulled, or "flipped" up over the yellow distal tip upon exiting the body.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, and no imagery was provided for evaluation. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to be confirmed as neither imagery nor the device was returned for evaluation. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the events. The complaint description for the balloon burst event states, "at the end of inflation of a 23mm s3u valve prepped with 1ml of extra volume, the commander delivery system balloon ruptured." While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, over-inflation of the balloon can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. It was noted that an additional volume of 1 ml was added to the balloon. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. As such, available information suggests procedural factors (over-inflation) could have contributed to the event. The complaint description for the withdrawal event states, "the physician could not get the balloon back into the esheath+ all the way without the distal tip buckling. It appeared to be catching on the tines that attach the balloon to the catheter. After some wire manipulation and flexing of the commander catheter, the team felt the balloon was in far enough and pulled the system out as a whole." As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As such, available information suggests procedural factors (withdrawal of burst balloon) could have contributed to the event. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor product risk assessment escalation is required at this time.